Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and chronic low back pain. It was reported that patient recharger (rtm) has been getting hot ,not too hot but warm. Patient stated the system is acting strangely and has been trying to charge. Patient reported getting no device found when attempted ins charge. Patient stated that the controller is acting strangely and wondering if it could be the battery. Patient has been trying to charge the ins for days and normally can see the percentage go up, however ins is not getting higher. Patient charged when going to bed and was at 70% the next day and noted that before bed it was at 30% so patient wasn't sure why it was at 70%. Patient services tried to clarify which ins or controller patient was referring to but it was hard to understand. The patient cannot get controller to register. Patient stated in the past, patient has been in touch with the rep and was advised to call about the rtm getting warm. Patient stated that she woke up expecting the ins to be at 30% but it was at 70%. No patient symptoms were reported. A replacement rtm was requested.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: product ID: 97755, serial/lot #: (B)(6) was returned for analysis. Analysis found there was a failure with the recharger and that a "no device found" message was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.